Event description:
The hospital reported that during an endoscopic vein harvesting procedure before the vasoview hemopro 2 was introduced into the patient. The c-ring failed to operate properly, it was not split in half. It was stuck in the extended position and would not retract. This is an out of box failure. 2nd kit was opened and case was completed without further issue. No harm was caused to the patient. No significant delay in case time.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 07/30/2025. An investigation was conducted on 8/11/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the tip of the cannula and the scope wash arm of the intact c-ring. The cannula handle was observed to be intact. The c-ring was observed to be intact. The blue toggle was manipulated to retract and extend the c-ring, the c-ring was able to be extended and extended with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem- c-ring" was not confirmed. The lot # 3000483913 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.